Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. Section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
Us complainant reported the patient was on impella cp support and during support the motor stopped. When it started back up, there was impella in aorta alarms when the pump was across the valve. There were also purge failed alarms. The flows were attempted to be adjusted, and the purge cassette and bag was changed. It was found that the pump stopped due to clot ingestion and the previously known clot was no longer present. Additionally, the patient had a gastrointestinal bleed and cangrelor was stopped. The impella was removed at bedside. The patient survived the event.

Manufacturer narrative:
The investigation for the pump stop, thrombus, high purge pressure, vascular damage, and optical signal issue. Data logs showed that the only impella stopped alarm that occurred during support was associated with the intentional unplugging of the device while it was running. Otherwise, no other impella stopped alarms were found. Additionally, there were no relevant abnormal pump performance metrics. In conclusion, the cause of the pump stop was unable to be determined since the product was not returned. All optical parameters were within specification throughout support, and no "impella position in aorta" alarms were observed in the logs. Therefore, it was concluded that there was no issue found during the case. The device functioned/operated to specification in relation to the optical sensor. No purge related alarms or trends were observed throughout support. There was no issue found during the case. The device functioned/operated to specification in relation to purge. The cause of the gi bleed and its relation to the impella were not determined since sufficient clinical information was not provided. Without additional clinical details, the root cause of the thrombus could not be determined.